Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP has white particles on the filters. The patient reports they are uncomfortable using it and want device replaced. Patient reports cleaning the device weekly with warm water and soap. The particles were noticed last week. There is a cloudy substance outside of the device as well. Patient reports that filters are generic and does not use soap on the reusable filter. They rinse it about every 3 weeks and the disposable filter is only changed when it smells. The water chamber is rinsed with water every 2 weeks. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.